Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it was reported that the instrument was repaired and put back in service. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records for the inserter was not possible as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for the shell did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the trilogy cup inserter would not disengage from the cup after impaction into the pt's acetabulum. The cup was removed from the pt, still attached to impactor. A new shell was opened and used with two screws to complete the procedure.